Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9158941, medical device expiration date: 2020-06-30, device manufacture date: 2019-06-07, medical device lot #: 9184981, medical device expiration date: 2020-07-31, device manufacture date: 2019-07-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962, batch no. 9158941 and 9184981. It was reported that there has been a substantial increase in initial (B)(6) surface antigen results. I¿m looking into a substantial increase in initial (B)(6) results. Since last thursday we have seen easily 100-200 samples each day, which ultimately come out as negative after we perform additional work and centrifuge the samples. We have been using the same lot of (B)(6) reagent lot since september busy week and there have been no workflow processes changed in the department. I¿m questioning if there might be an issue with the tube itself and beginning to look into that further. I am seeing an increased amount of usrc samples that were prelabeled that are coming up initially positive. Of those, the primary lots seem to be 9158941 and 9184981. However, I am seeing it on our other clients that are not part of usrc, but they appear to appear to be different lots than those I just mentioned. The majority seem to be usrc clients though. Note: with the increase in initial false positives, you will also see a slight increase in the amount of (B)(6) reagent used. I heard back from siemens and there is nothing reported with the reagent lot we are using and they agree that it does not seem to be related to the reagent or instruments given all of the information I provided them with. When reviewing the lots many of the tubes are lots 9158941 and 9184981 coming from prelabeled usrc clients. Looking at the plasma in the tubes it just seems as if it is cloudier/more turbid than normal. I had brought up in another email 17 instances between august-september where there were increased temperatures above 25°c from approximately 2:00-8:00pm at the warehouse. It is known that temperature would have an impact on the biochemical additive (heparin) in the tubes, but the question is how much. A defect seems less likely given that we¿re only seeing it currently in approximately 5% of the samples each day.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962, batch no. 9158941 and 9184981 and 8345618. Attended a customer conference call along with quality. Site was reminded that bd has not validated the pst tube for hepatitis b surface antigen. Proper processing was reviewed. Site states that plasma is cloudy upon receipt in lab. Specimens are shipped to them and they uncap them and put directly on instrument, there is no respin of tubes or plasma. If tubes are respun the plasma is not always clearer. Explained that wbc and platelets will be resuspended into plasma and may cause interference with testing. They only run plasma in lab for hep b. The false positives are happening from all collection sites. Plasma is not decanted off, unopened, centrifuged pst tubes are sent via mail. Site states that they have changed nothing in their process. The issues has been ongoing since august but the frequency has increased lately. This is happening across all their instruments. They are also working with siemens. Reagent lots are the same for all instruments. The values are just over the cut off but on rerun on negative. They have had a few where the result is high and on repeat the result is still positive but not as high as the original specimen. I¿m looking into a substantial increase in initial false positive hbsii (hep b surface antigen) results. Since last thursday we have seen easily 100-200 samples each day, which ultimately come out as negative after we perform additional work and centrifuge the samples. We have been using the same lot of hbsii reagent lot since september busy week and there have been no workflow processes changed in the department. I¿m questioning if there might be an issue with the tube itself and beginning to look into that further. I am seeing an increased amount of usrc samples that were prelabeled that are coming up initially positive. Of those, the primary lots seem to be 9158941 and 9184981. However, I am seeing it on our other clients that are not part of usrc, but they appear to appear to be different lots than those I just mentioned. The majority seem to be usrc clients though. Note: with the increase in initial false positives, you will also see a slight increase in the amount of hbsii reagent used. I heard back from siemens and there is nothing reported with the reagent lot we are using and they agree that it does not seem to be related to the reagent or instruments given all of the information I provided them with. When reviewing the lots many of the tubes are lots 9158941 and 9184981 coming from prelabeled usrc clients. Looking at the plasma in the tubes it just seems as if it is cloudier/more turbid than normal. I had brought up in another email 17 instances between august-september where there were increased temperatures above 25°c from approximately 2:00-8:00pm at the warehouse. It is known that temperature would have an impact on the biochemical additive (heparin) in the tubes, but the question is how much. A defect seems less likely given that we¿re only seeing it currently in approximately 5% of the samples each day.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962, batch no. 9158941 and 9184981 and 8345618. Attended a customer conference call along with quality. Site was reminded that bd has not validated the pst tube for hepatitis b surface antigen. Proper processing was reviewed. Site states that plasma is cloudy upon receipt in lab. Specimens are shipped to them and they uncap them and put directly on instrument, there is no respin of tubes or plasma. If tubes are respun the plasma is not always clearer. Explained that wbc and platelets will be resuspended into plasma and may cause interference with testing. They only run plasma in lab for hep b. The false positives are happening from all collection sites. Plasma is not decanted off, unopened, centrifuged pst tubes are sent via mail. Site states that they have changed nothing in their process. The issues has been ongoing since august but the frequency has increased lately. This is happening across all their instruments. They are also working with siemens. Reagent lots are the same for all instruments. The values are just over the cut off but on rerun on negative. They have had a few where the result is high and on repeat the result is still positive but not as high as the original specimen. I¿m looking into a substantial increase in initial false positive hbsii (hep b surface antigen) results. Since last thursday we have seen easily 100-200 samples each day, which ultimately come out as negative after we perform additional work and centrifuge the samples. We have been using the same lot of hbsii reagent lot since september busy week and there have been no workflow processes changed in the department. I¿m questioning if there might be an issue with the tube itself and beginning to look into that further. I am seeing an increased amount of usrc samples that were prelabeled that are coming up initially positive. Of those, the primary lots seem to be 9158941 and 9184981. However, I am seeing it on our other clients that are not part of usrc, but they appear to appear to be different lots than those I just mentioned. The majority seem to be usrc clients though. Note: with the increase in initial false positives, you will also see a slight increase in the amount of hbsii reagent used. I heard back from siemens and there is nothing reported with the reagent lot we are using and they agree that it does not seem to be related to the reagent or instruments given all of the information I provided them with. When reviewing the lots many of the tubes are lots 9158941 and 9184981 coming from prelabeled usrc clients. Looking at the plasma in the tubes it just seems as if it is cloudier/more turbid than normal. I had brought up in another email 17 instances between august-september where there were increased temperatures above 25°c from approximately 2:00-8:00pm at the warehouse. It is known that temperature would have an impact on the biochemical additive (heparin) in the tubes, but the question is how much. A defect seems less likely given that we¿re only seeing it currently in approximately 5% of the samples each day. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9158941. D.4. Medical device expiration date: 2020-06-30. H.4. Device manufacture date: 2019-06-07. D.4. Medical device lot #: 9184981. D.4. Medical device expiration date: 2020-07-31. H.4. Device manufacture date: 2019-07-03. D.4. Medical device lot #: 8345618. D.4. Medical device expiration date: 2019-12-31. H.4. Device manufacture date: 2018-12-11. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962, batch no. 9158941 and 9184981. Attended a customer conference call along with quality. Site was reminded that bd has not validated the pst tube for hepatitis b surface antigen. Proper processing was reviewed. Site states that plasma is cloudy upon receipt in lab. Specimens are shipped to them and they uncap them and put directly on instrument, there is no respin of tubes or plasma. If tubes are respun the plasma is not always clearer. Explained that wbc and platelets will be resuspended into plasma and may cause interference with testing. They only run plasma in lab for hep b. The false positives are happening from all collection sites. Plasma is not decanted off, unopened, centrifuged pst tubes are sent via mail. Site states that they have changed nothing in their process. The issues has been ongoing since august but the frequency has increased lately. This is happening across all their instruments. They are also working with siemens. Reagent lots are the same for all instruments. The values are just over the cut off but on rerun on negative. They have had a few where the result is high and on repeat the result is still positive but not as high as the original specimen. I¿m looking into a substantial increase in initial false positive hbsii (hep b surface antigen) results. Since last thursday we have seen easily 100-200 samples each day, which ultimately come out as negative after we perform additional work and centrifuge the samples. We have been using the same lot of hbsii reagent lot since september busy week and there have been no workflow processes changed in the department. I¿m questioning if there might be an issue with the tube itself and beginning to look into that further. I am seeing an increased amount of usrc samples that were prelabeled that are coming up initially positive. Of those, the primary lots seem to be 9158941 and 9184981. However, I am seeing it on our other clients that are not part of usrc, but they appear to appear to be different lots than those I just mentioned. The majority seem to be usrc clients though. Note: with the increase in initial false positives, you will also see a slight increase in the amount of hbsii reagent used. I heard back from siemens and there is nothing reported with the reagent lot we are using and they agree that it does not seem to be related to the reagent or instruments given all of the information I provided them with. When reviewing the lots many of the tubes are lots 9158941 and 9184981 coming from prelabeled usrc clients. Looking at the plasma in the tubes it just seems as if it is cloudier/more turbid than normal. I had brought up in another email 17 instances between august-september where there were increased temperatures above 25°c from approximately 2:00-8:00pm at the warehouse. It is known that temperature would have an impact on the biochemical additive (heparin) in the tubes, but the question is how much. A defect seems less likely given that we¿re only seeing it currently in approximately 5% of the samples each day.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962, batch no. 9158941 and 9184981. Attended a customer conference call along with quality. Site was reminded that bd has not validated the pst tube for hepatitis b surface antigen. Proper processing was reviewed. Site states that plasma is cloudy upon receipt in lab. Specimens are shipped to them and they uncap them and put directly on instrument, there is no respin of tubes or plasma. If tubes are respun the plasma is not always clearer. Explained that wbc and platelets will be resuspended into plasma and may cause interference with testing. They only run plasma in lab for hep b. The false positives are happening from all collection sites. Plasma is not decanted off, unopened, centrifuged pst tubes are sent via mail. Site states that they have changed nothing in their process. The issues has been ongoing since august but the frequency has increased lately. This is happening across all their instruments. They are also working with siemens. Reagent lots are the same for all instruments. The values are just over the cut off but on rerun on negative. They have had a few where the result is high and on repeat the result is still positive but not as high as the original specimen. I¿m looking into a substantial increase in initial false positive hbsii (hep b surface antigen) results. Since last thursday we have seen easily 100-200 samples each day, which ultimately come out as negative after we perform additional work and centrifuge the samples. We have been using the same lot of hbsii reagent lot since september busy week and there have been no workflow processes changed in the department. I¿m questioning if there might be an issue with the tube itself and beginning to look into that further. I am seeing an increased amount of usrc samples that were prelabeled that are coming up initially positive. Of those, the primary lots seem to be 9158941 and 9184981. However, I am seeing it on our other clients that are not part of usrc, but they appear to appear to be different lots than those I just mentioned. The majority seem to be usrc clients though. Note: with the increase in initial false positives, you will also see a slight increase in the amount of hbsii reagent used. I heard back from siemens and there is nothing reported with the reagent lot we are using and they agree that it does not seem to be related to the reagent or instruments given all of the information I provided them with. When reviewing the lots many of the tubes are lots 9158941 and 9184981 coming from prelabeled usrc clients. Looking at the plasma in the tubes it just seems as if it is cloudier/more turbid than normal. I had brought up in another email 17 instances between august-september where there were increased temperatures above 25°c from approximately 2:00-8:00pm at the warehouse. It is known that temperature would have an impact on the biochemical additive (heparin) in the tubes, but the question is how much. A defect seems less likely given that we¿re only seeing it currently in approximately 5% of the samples each day. H3 other text : see h.10.

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer has indicated that their investigations with the instrument company (siemens) has determined the root cause of their rapid increase in hbsag rate has been resolved by a reagent lot change. We have again reinforced sample processing and sample quality to mitigate preanalytical contributions to assay performance.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing erroneous results during use. The following has been provided by the initial reporter: material no. 367962. Batch no. 9158941 and 9184981 and 8345618. Attended a customer conference call along with quality. Site was reminded that bd has not validated the pst tube for hepatitis b surface antigen. Proper processing was reviewed. Site states that plasma is cloudy upon receipt in lab. Specimens are shipped to them and they uncap them and put directly on instrument, there is no respin of tubes or plasma. If tubes are respun the plasma is not always clearer. Explained that wbc and platelets will be resuspended into plasma and may cause interference with testing. They only run plasma in lab for hep b. The false positives are happening from all collection sites. Plasma is not decanted off, unopened, centrifuged pst tubes are sent via mail. Site states that they have changed nothing in their process. The issues has been ongoing since august but the frequency has increased lately. This is happening across all their instruments. They are also working with siemens. Reagent lots are the same for all instruments. The values are just over the cut off but on rerun on negative. They have had a few where the result is high and on repeat the result is still positive but not as high as the original specimen. I¿m looking into a substantial increase in initial false positive hbsii (hep b surface antigen) results. Since last thursday we have seen easily 100-200 samples each day, which ultimately come out as negative after we perform additional work and centrifuge the samples. We have been using the same lot of hbsii reagent lot since september busy week and there have been no workflow processes changed in the department. I¿m questioning if there might be an issue with the tube itself and beginning to look into that further. I am seeing an increased amount of usrc samples that were prelabeled that are coming up initially positive. Of those, the primary lots seem to be 9158941 and 9184981. However, I am seeing it on our other clients that are not part of usrc, but they appear to appear to be different lots than those I just mentioned. The majority seem to be usrc clients though. Note: with the increase in initial false positives, you will also see a slight increase in the amount of hbsii reagent used. I heard back from siemens and there is nothing reported with the reagent lot we are using and they agree that it does not seem to be related to the reagent or instruments given all of the information I provided them with. When reviewing the lots many of the tubes are lots 9158941 and 9184981 coming from prelabeled usrc clients. Looking at the plasma in the tubes it just seems as if it is cloudier/more turbid than normal. I had brought up in another email 17 instances between (B)(6) where there were increased temperatures above 25°c from approximately 2:00-8:00pm at the warehouse. It is known that temperature would have an impact on the biochemical additive (heparin) in the tubes, but the question is how much. A defect seems less likely given that we¿re only seeing it currently in approximately 5% of the samples each day.